Event description:
During the procedure, while advancing an orbit galaxy coil (640cf0412/15689394) in an unspecified excelsior sl10 microcatheter (stryker type unknown), severe resistance was experienced and the device could not be push any further. Then, during withdrawing the coil from the microcatheter, there was still severe resistance, and additional force was used to pull back the coil. After withdrawal, the coil was unraveled outside the patient. Therefore, the orbit galaxy was safely removed from the patient and was replaced for a new one (lot unknown). It is unknown when and where exactly resistance was met. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. It wasn't verified, but according to the physician, the coil might have unraveled before the procedure, and added that the resistance occurred due to the unraveled coil. The complaint product was new and was stored per labeling instructions. The constant flush had been maintained at all times. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization of superior sagittal sinus that was not calcified and mildly tortuous. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15689394 was revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, while advancing an orbit galaxy coil (B)(4) in an unspecified excelsior sl10 microcatheter (stryker type unknown), severe resistance was experienced and the device could not be push any further. Then, during withdrawing the coil from the microcatheter, there was still severe resistance, and additional force was used to pull back the coil. After withdrawal, the coil was unraveled outside the patient. Therefore, the orbit galaxy was safely removed from the patient and was replaced for a new one (lot unknown). It is unknown when and where exactly resistance was met. Afterwards, the procedure was successfully completed with no further issues. There was no patient injury/complications reported. It is unknown if the microcatheter was replaced or not. It wasn't verified, but according to the physician, the coil might have unraveled before the procedure, and added that the resistance occurred due to the unraveled coil. The complaint product was new and was stored per labeling instructions. The constant flush had been maintained at all times. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization of superior sagittal sinus that was not calcified and mildly tortuous. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 4 x 12 was received coiled inside of pouch. The hypotube was inspected and several kinks were noted on it. The introducer was received unzipped and no damages were noted on it. Part of the support coil was received outside of the introducer, the rest of it gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage and the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope through of the introducer; the gripper was found without damages while the embolic coil was found stretched. The od from the delivery tube was measured and was found within specification according to document es05094 rev 8 and es05098 rev 15. The functional test could not be performed due to the conditions of the received unit. (The support coil was found outside of the introducer). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure inability to advance could not be evaluated due to the damages found on the device and part of the support coil found outside of the introducer from the proximal end. The coil stretching was confirmed. The failure experienced by the costumer and the damages found on the device could not be conclusively determinate. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process additionally inspections are in place per that prevents these kinds of damages leaving from the facility; therefore no corrective actions will be taken at this time.